Manufacturer narrative:
The customer has not performed monthly analyzer maintenance since(B)(6) 2020. After monthly maintenance was performed, the customer ran the patient sample again and the results were ok. The field service engineer performed troubleshooting on the analyzer and resolved an issue the customer was having with another assay. The investigation determined the issue was related to the missing analyzer maintenance.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with alp2 alkaline phosphatase acc. To ifcc gen.2 and a second patient sample tested with ldhi2 lactate dehydrogenase acc. To ifcc ver.2 on a cobas pro c 503 analyzer. No incorrect results were reported outside of the laboratory. The first patient sample initially resulted with an alp value of 229 u/l. The sample was repeated twice, resulting with values of 130 u/l and 244 u/l. The second patient sample initially resulted with an ldh value of 237 u/l on (B)(6) 2020. The sample was repeated twice, resulting with values of 528 u/l and 166 u/l. The sample was also repeated on a cobas 6000 c (501) module , resulting with a value of 161 u/l. The alp and ldh reagent lot numbers and expiration dates were requested, but not provided.